Event description:
A customer reported to baxter of one (1) unknown set, being used with a sigma spectrum pump, in which a free flow occurred on (B)(6) 2011. There was no injury or adverse event reported. This condition occurred at an unknown process step. No further information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, a us 510k number cannot be provided.

Manufacturer narrative:
(B)(4), the sample is not available for evaluation, therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.